Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and calcium deposits on anterior leaflet for a mitraclip procedure. During the procedure, single leaflet device attachment (slda) occurred from anterior leaflet post lockline removal. A ntw clip was implanted lateral to first clip to stabilize the slda. The mr was decreased to grade 2 post procedure. Patient was in stable condition. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and calcium deposits on anterior leaflet for a mitraclip procedure. During the procedure, single leaflet device attachment (slda) occurred from anterior leaflet post lockline removal. A ntw clip was implanted lateral to first clip to stabilize the slda. The mr was decreased to grade 2 post procedure. Patient was in stable condition. There was no clinically significant delay reported. No additional information was provided.